Event description:
It was reported that there was a total hip replacement and ceramic head would not cold well or lock in.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. The returned head showed metal transfer marks both on the articulating surface, most likely due to explantation and on the taper lock area, due to assembly with a femoral stem. The device is dimensionally within specification, except for one feature, v workmanship, this is due to the metal transfer marks as noted in the visual inspection. The returned head was assembled with a c-taper stem. The devices assembled successfully, the device is functionally acceptable. Insufficient medical information was received for review with a clinician consultant. The root cause was not determined as the device passed the functional inspection. Further information such as return of stem and stem details is needed to investigate this event further. The reported event regarding an assembly issue of a ceramic head was not confirmed.

Event description:
It was reported that there was a total hip replacement and ceramic head would not cold well or lock in.